Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for unexplained high blood glucose of 510mg/dl. The mother stated that the customer was in the emergency room due to high blood glucose, and she experienced chest pounding, head spinning, and frequent urination. The mother stated that her blood glucose was dropping while staying in the emergency room. No further information was provided.